Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was able to recharge effectively.

Event description:
Additional information received reported that the device was surgically flipped upright and re-secured. The patient was doing great with stimulation so far. The manufacturer's representative (rep) didn't know how charging was going yet.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had flipped or had been implanted upside down based on x-rays taken. The patient experienced no stimulation sensation during the event. The patient was to be scheduled for a revision procedure. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.